Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. Customer¿s blood glucose level was 31 mg/dl at the time of the incident. The sensor glucose value of the customer was 78 mg/dl. The customer declined troubleshooting. The product was not returned for analysis.